Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has a low blood glucose reading of 39 mg/dl. Customer has an appointment with her health care provider tomorrow at 1pm. Customer's blood glucose was up and down all day. Customer's current blood glucose was 68 mg/dl. Customer has treated with food. Customer stated that she was out of it and her blood glucose has been all over the place all week. Customer's blood glucose was 401 mg/dl yesterday. Customer reported her blood glucose reading as 90 mg/dl and 95 mg/dl now. Customer still feels shaky and weak. Customer stated that she had a no delivery. Customer took 21g of apple juice and 14g of peanut butter and bread. Customer stated that her health care provider adjusted her basal rates. Customer declined troubleshooting because she does not feel well.